Event description:
A distributor notified zoll that an (B)(6) female patient passed away on (B)(6) 2015 while in a rehabilitation facility. At 08:29:21 on (B)(6) 2015, the lifevest detected asystole. The lifevest treated the patient at 08:31:11 and 08:31:36 during periods of asystole with small cardiac signal. Asystole is considered a non-treatable rhythm. Motion artifact and small cardiac signal contributed to the false detection. The electrode belt was disconnected at 08:32:58 and the patient subsequently passed away. There is no indication that the treatment during asystole caused or contributed to the patient death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon receipt. There is no indication that the treatment during asystole caused or contributed to the patient death. Monitor (B)(4): 10/2014 - initial use. Electrode belt (B)(4): 09/2012.